Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application is not getting audio alerts for high or low setting after ios upgrade. No additional patient or event information is available. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported not getting audio alerts for high or low setting after ios upgrade.